Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone calll that the insulin pump had partial display. Customer¿s blood glucose level was 108 mg/dl. Customer states the screen flashing when screen was turned on after being in sleep mode. Customer unable to complete troubleshooting for partial display. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with a constant blank or flashing white light on the display due to vertical cracked lcd controller electrical board. Unable to verify missing segments or partial display due to constant blank or flashing white light.